Event description:
As reported by the user facility (translation of user facility information by (B)(4)): alarmed too many drops: "the patient was administered liquid nitroglycerine and suddenly the device gave a "too many drops" alarm.

Manufacturer narrative:
(B)(4). The device is currently shipping to (B)(4) for evaluation. A follow up report will be provided when the examination results are available.